Event description:
Additional information was received that this lead has continued to show high pacing thresholds, as it appears no intervention was ever taken on the lead. The physician will re-assess the lead once again due to this possible micro-dislodgement due to the impact on device longevity. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead remains in service, with a revision to be planned in the near future. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that after the recent implant of this left ventricular (lv) lead, increased thresholds along with a pacing impedance drop from 817 to 313 ohms were noted. It was suspected that the lead had dislodged, resulting in the measurements. A procedure will be planned in the near future to revise the lead. No adverse patient effects were reported.